Event description:
After the pt came to (B)(6), she was taken to the ep lab and underwent lle due to elevated lv thresholds and a fractured rv lead. The extraction was complicated by r svc tear and had emergent cardiac surgery with successful repair of rij, innominate, and svc, and evacuation of r hemothorax. A 5 cm incision was made over the existing ICD. Using a combination of blunt dissection and cautery, pulse generator was freed up and removed. This was exceptionally difficult. There were many tight bends in the leads and all three leads were fractured. The connective tissue had the characteristic of rigid bone. The existing ra and rv leads were extracted using an application of excimer laser with tremendous difficulty. There was a large amount of calcification from the right subclavian vein into the superior vena cava and some lead-lead binding. I first approached the rv lead with a 14 french laser sheath and worked my way to the midline. I then switched to a tight-rail system and progressed on past the midline. I then switched to the atrial lead and freed it up. I passed a guide wire through the sheath and it was seen to pass into the mediastinum. I immediately activated a level 1 surgical team. Medtronic (B)(4) epicardial lv lead which has extraordinarily high thresholds, a medtronic (B)(4), atrial lead and a medtronic (B)(4) in the right ventricle which is fractured. (B)(6) 2018 emergency sternotomy for cardiac perforation during laser lead extraction; evacuation of right hemo thorax; repair of right internal jugular, innominate, and right subclavian venous confluence with interrupted prolene sutures.